Manufacturer narrative:
Engineering evaluation noted the splaying screws reported were likely the result of the existing counter-torque interface with the tulip and rod exerting a force (couple) on the tulip, which led to the tulip splaying. Associated with MDR 1038671-2014-00679.

Event description:
Delay in surgery by 20 minutes due to splaying upon torquing of screws.